Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the hotel bedroom. The test strip lot manufacturer's expiration date is 02/17/2018 and open vial date is reported as (B)(6) 2016; which is past the 120 day open vial expiration date. The meter memory was reviewed for previous test result history: (B)(4). Customer states that he takes metformin, tradjenta, and glyburide. Customer also stated that he last took his metformin 3 days ago ((B)(6) 2016). Customer states that he set the correct time and date on the meter. When in the meter memory, the results for the last blood test taken are in (B)(6). Customer stated that's not possible or correct. Customer's date on the meter was currently 1 day off. Customer also states that there is a control test result in the meters memory and that too is impossible because he has never had control solution nor done a control test.